Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("it is surgery...") In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and procedural pain ("it is surgery...a little pain yes"). The patient was treated with surgery (surgery to remove essure). At the time of the report, the medical device removal and procedural pain outcome was unknown. The reporter considered medical device removal and procedural pain to be related to essure. The reporter commented: brand new e- demon free. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal and procedural pain incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("it is surgery...") In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and procedural pain ("it is surgery...a little pain yes"). The patient was treated with surgery (surgery to remove essure). At the time of the report, the medical device removal and procedural pain outcome was unknown. The reporter considered medical device removal and procedural pain to be related to essure. The reporter commented: brand new e- demon free. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal and procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), procedural pain ("it is surgery. A littele pain yes"), fatigue ("getting tired"), adenomyosis ("adenomyosis"), arthralgia ("joint pain"), migraine ("migraine"), diabetes mellitus ("diabetes"), abdominal pain ("severe abdominal pain"), back pain ("back pain"), pain in extremity ("leg pain"), iron deficiency ("iron deficiency"), dyspareunia ("painful intercourse"), loss of libido ("loss of feeling for intercouurse") and anger ("intense rage") and underwent endodontic procedure ("root canal"). The patient was treated with surgery (srugery to remove essure,tubes removed and one ovary). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, procedural pain, endodontic procedure, fatigue, adenomyosis, arthralgia, migraine, diabetes mellitus, abdominal pain, back pain, pain in extremity, iron deficiency, loss of libido and anger outcome was unknown. The reporter considered abdominal pain, adenomyosis, anger, arthralgia, back pain, diabetes mellitus, dyspareunia, endodontic procedure, fatigue, genital haemorrhage, iron deficiency, loss of libido, migraine, pain in extremity and procedural pain to be related to essure. The reporter commented: brand new e- demon free. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: events was added- adenomyosis, joint pain, migraine, diabetes, abnormal bleeding,severe abdominal pain, back pain, leg pain, iron deficiency, painful intercourse, loss of feeling for intercourse and intense rage. Reporter added, event medical device removal updated to genital haemorrhage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('it is surgery/post op.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endodontic procedure ("root canal ") and experienced procedural pain ("it is surgery. A little pain yes") and fatigue ("getting tired"). The patient was treated with surgery (surgery to remove essure). At the time of the report, the medical device removal, procedural pain, endodontic procedure and fatigue outcome was unknown. The reporter considered endodontic procedure, fatigue, medical device removal and procedural pain to be related to essure. The reporter commented: brand new e- demon free. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media documents revived, new reporter and event root canal, getting tired added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.